Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were identified during the evaluation: water tightness was lost due to a cut on switch one; up/down knob could not be locked securely due to wear of lock engagement lever; channel cleaning brush could not be inserted smoothly due to a crack on the channel mount unit; forceps channel port had a scratch; the suction cylinder had no color; switch two had a cut; the scope cover was deformed; the electrical connector had corrosion due to water leakage; water tightness was lost due to damage on the channel tube; the insulation resistance value at distal end did not meet the standard value due to adhesive peeling on the bending section cover; the bending angle in down direction did not meet the standard value due to wear of the angle wire; the bending angle in right direction did not meet the standard value due to wear of the angle wire; the channel tube had a scratch; the image guide protector had a cut; the plastic distal end cover had a scratch; the objective lens had a chip; the adhesive around the objective lens had corrosion; the light guide lens had a crack; the adhesive around the light guide lens had corrosion; the light guide lens had a scratch; the bending tube was deformed; the adhesive on the bending section cover had a crack; the connecting tube was deformed; the braids of the universal cord were exposed; and the protector of the universal cord on the control section side had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the proximal end to handle was bent on the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, white foreign remains were found in the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the root cause of it. The event can be detected/prevented in accordance, with the following instructions for use: evis exera gif type xtq160, operation manual chapter 3: preparation and inspection. Evis exera gif type xtq160, reprocessing manual chapter 3: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.